Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant was reported as the vessel diameter of the proximal neck was 17mm and the vessel diameter of the aneurysm entrance was 20mm. The proximal neck length was 18mm. The aneurysm diameter was 43mm. The right common iliac artery was 12mm in diameter with 44mm in length. The left common iliac artery was 12mm in diameter with 31mm in length. The aortic aneurysm length was 92mm. It was reported that two weeks after the index procedure the patient came in with a complaint of discomfort on the right leg. A CT revealed that the bifurcated stent graft was crumpled on the ipsilateral limb (occluded).the physician stated that during the index procedure the artery was narrow and kissing ballooning technique was used. A bare stent was also implanted on the narrower contra limb (left side) since there was a possibility of limb occlusion due to the abnormal narrowing of the patient¿s artery (stenosis). It was reported that twenty days later a femoral-femoral bypass was performed and the patient is doing fine. No additional clinical sequelae were reported

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (occlusion); patient¿s condition affected effectiveness of device (narrow vessels). Conclusion: device failure/lack of effectiveness related to patient condition (narrow vessels).